Manufacturer narrative:
(B)(4).

Event description:
It was reported that "they now have a pressure manometer built into the cuff. They come with a syringe and you have to 'bury' it to open the valve to be able to inflate or deflate the device. They had not seen this version before and could not get it uninflated." No patient injury or consequence reported, no medical intervention required. The patient's status is reported as "fine."